Event description:
During an egd procedure for treatment, the tip with needle guide tube assembly of the injection gold probe came off in the scope before use. The physician changed the scope, retrieved the tip, and used another unit to complete the procedure. No injury to the patient occurred. The device was returned and an evaluation was performed by this manufacturer. The device was found to meet all drawing specifications. However, the tip was detached. A lot history review showed no other complaints for this lot number. The company is unable to determine a failure mode for the device since no anomalies were found with the device. User technique and/or patient anatomy may have contributed to this event. However, company is unable to determine the relationship between this device and the reported event.